Manufacturer narrative:
Sample from the patient was provided for investigation. The customer's results were reproduced. No additional sample was available for further investigation.

Manufacturer narrative:
The testing performed at the other laboratories was done on a jeol8000 analyzer(reagent cica manufactured by (B)(4)). A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided reaction kinetics seemed to indicate either an air bubble may have partially crossed the light path or the photometer lamp may have been unstable.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable amylase results for one patient sample. The initial result was 257 u/l and the repeat result was 267 u/l. The sample was sent to another laboratory and the results were 1248 u/l and with a 1:10 dilution 1160 u/l. The sample was sent to another laboratory and the result was 1103 u/l. The sample was returned and tested on the original cobas c501 analyzer and the result was 276 u/l. The customer refused to provide information concerning which result was reported outside the laboratory. No adverse event has been reported. The amylase reagent lot number was 695899 with an expiration date of 02/27/2015.